Manufacturer narrative:
The inspection was performed at 10xmagnification using a stereoscopic microscope. The lens was in two pieces and the cross-sectional inspection revealed a cut. Both pieces of the lens consisted of one half of the optic and an intact haptic, and when fitted together, they formed a complete lens. The lens was clean; no foreign particles were present and no other defects were seen on the lens. The dimension check conducted showed that all measurements were within specification. The cartridge used was not returned for investigation but the lens model and diopter are compatible with the cartridge. A full audit of all batch documentation relating to the production of the lenses was performed. The audit concluded that all procedures in manufacturing and packaging of the lenses had been conducted correctly. Batch reconciliation was 100.0%. Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Based on the lens inspection, the damage on the optic appeared to be a deliberate cut with a sharp instrument, probably to facilitate the removal of the lens from the eye. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Additionally, lenstec believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Lenstec has also conducted extensive testing on the lens model and the instruments used and our results indicate that these devices are compatible.

Event description:
Lenstec inc received an email stating "loading of the lens went as normal, soaked and used visco. Doctor began to implant the lens, the lens tore the equator of the capsule."